Manufacturer narrative:
Reference MFR report # 2916596-2016-00714 for the report of the patient's history of driveline infection. (B)(4). Approximate age of device ¿ 1 year and 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the implanting center due to a possible clot in the pump. Log files were submitted to the manufacturer's technical support representative for review and a low speed hazard/pump stop event was recorded on (B)(6) 2016 while the system was supported on battery power with pump power values captured in 8-9 watt range. There were no other unusual events or alarms were noted in the log prior to or after this momentary pump stop event. On (B)(6) 2016, the patient was admitted for shortness of breath and weakness. The patient was diuresed and discharged home on (B)(6) 2016. The patient was readmitted on (B)(6) 2016 with shortness of breath and chest pain. The patient's lactate dehydrogenase level (ldh) was 765 u/l and inr value was 3.03 upon admission. On (B)(6) 2016, sepsis was noted to be of concern as the patient had a history of driveline infection. On (B)(6) 2016, at a pump set speed of 8800 rpm, estimated pump flows were 5.0 lpm and pump powers were 5.0 watts. The patient's ldh level elevated to 1801 u/l and the patient also demonstrated hepatic and renal dysfunction. On (B)(6) 2016, a pump exchange was performed and visible thrombus was observed in the pump upon explant. Post exchange, at a pump set speed of 8600 rpm, estimated pump flows were 5.0 lpm and pump powers were 4.8 watts. The patient's ldh level decreased to 496 u/l. It was reported that the patient was recovering well.

Manufacturer narrative:
The evaluation of the returned device confirmed the report of suspected pump thrombosis. A tissue-like deposition was present surrounding the outlet bearing ball and occluding the outlet stator. The deposition lacked lamination and did not appear to have originated in this location; however, its specific origin could not be determined. The deposition showed darker areas of potential denaturing, and contact marks were observed on the outlet portion of the rotor and the outlet bearing cup, indicating that the deposition was likely present in the pump for an undetermined amount of time while the pump was operating. The observed deposition could have potentially contributed to the report of elevated lactate dehydrogenase level and could have potentially caused increased resistance on the spinning rotor while passing through the pump, resulting in the momentary pump stoppage event recorded in the submitted system controller log file. Examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the device under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the device operated as intended. A direct correlation between the device and the report of sepsis, hepatic dysfunction, and renal failure could not be determined. The instructions for use lists device thrombosis, hemolysis, hepatic dysfunction, renal failure, and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.